Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty tightening the luer lock connection. Blood glucose level was 390 mg/dl. Reportedly, a new cartridge was loaded successfully.